Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent right atrial (ra) lead impedance measurements of greater than 3000 ohms. The device also exhibited noise on the atrial channel which appeared to be due to respiratory rate trend (rrt) signal oversensing. The oversensing resulted in inappropriate atrial tachy response (atr) episodes. Technical services (ts) discussed programming off the rrt feature. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent right atrial (ra) lead impedance measurements of greater than 3000 ohms. The device also exhibited noise on the atrial channel which appeared to be due to respiratory rate trend (rrt) signal oversensing. The oversensing resulted in inappropriate atrial tachy response (atr) episodes. Technical services (ts) discussed programming off the rrt feature. No adverse patient effects were reported. The device remains in service.